Event description:
A piece disengaged from the trocar into the pt cavity and was subsequently retrieved to complete the case without further incident. Procedure: lap chole. Pt status: no pt injury reported.